Event description:
Pt was tested for pregnancy prior to surgery. A weak positive result was obtained with clearview hcg. A quantitative serum test was <1 miu/ml hcg (negative). The pt was using depo-provera.